Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that post-implant the patient was weaned from cardiopulmonary bypass with levophed, milrinone, dobutamine, epinephrine, and pitressin drips, as well as nitric oxide as the lvad was being initiated. After protamine adminstration and decannulation, hemostasis was suboptimal due to severe coagulopathy. The patient was transfused with a large amount of blood products including packed blood cells, fresh frozen plasma, platelets and cryoprecipitate. The patient also developed severe vasodilatory shock. While the patient was being volume resuscitated, he developed hypo-oxygenation and pulmonary edema. The hospital team decided to place him on veno-atrial extracorporeal membrane oxygenation. In order to avoid low flow through the lvad, the hospital team selected cannulation of the right atrium for the inflow and graft anastomosis to the right superior pulmonary vein as the outflow. A patient complication of right heart failure was reported. Bleeding occurred in multiple locations: mediastinal, pump pocket, chest wall, outflow or inflow conduit. The patient required six transfusions in a 24-hour period post-implant. The family requested all life support be withdrawn. The patient reportedly expired from multisystem organ failure. The hospital team reported that the event was possibly related to the pump. No other information was made available

Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined. Bleeding and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch report was previously submitted to FDA (3rd ack received) on (B)(6) 2014 with MFR report # 0002916596-2014-02198. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with cdrh emdr (emdr@FDA.hhs.gov). "Approximate age of device" is 1 day. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.